Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver powered off while charging. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would perpetually reboot. The receiver download was unable to be retrieved. The customer's complaint of the device ceased to function was undetermined. A probable cause could not be determined via product.